Manufacturer narrative:
(B) (4). (B) (4). Eval summary: eval of the returned product noted blood in the guide wire lumen with the stent implant stationary between the markers of the tightly folded balloon. This is consistent with the reported info that the sds was inserted into the pt anatomy and the balloon was not inflated. The first three rows of the proximal end of the stent were mangled, confirming the reported stent damage. Analysis also noted that the distal balloon taper was slightly bunched and proximal balloon seal shredding. This damage was not originally reported and is likely from the attempts to place the sds in the target lesion and/or from handling. This damage does not appear to have contributed to the reported difficulties. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Analysis of the returned product did not note any damage to the inner member or tip and the tip seal length and stent implant outer diameters were measured and met mfg criteria. In this case, it is likely that the attempts to cross the previously implanted stent contributed to the reported failure to advance and subsequent stent damage. It should be noted that the mini vision instructions for use (IFU) states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." Reportedly, a dissection was noted. It should be noted that the mini vision IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other)." Additionally, the IFU lists dissections as a known adverse pt effect. A review of the finished product lot history record did not reveal any non conforming material records for this lot. In this case, the reported failure to advance and stent damage appear to be related to this operational context of the procedure; however, a conclusive cause for the reported dissection cannot be determined.

Event description:
Device issue: flared struts. Time of device issue: during the procedure. Adverse event: dissection. It was reported that during a left anterior descending artery stenting procedure, the 2.5x12 mini vision stent could not cross through a previously placed stent. The device was pulled back, then advanced in an attempt to cross the previously placed stent. The stent failed to cross and was removed from the anatomy. Upon removal of the device, it was noted that the struts were flared. A dissection was noted in the lad and was thought to be caused by the flared stent struts. A non-abbott balloon and a 3.5x18 vision were used to treat the dissection. There was no adverse patient sequela reported. Although requested, there was no add'l info provided.